Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician inadvertently cut the right atrial (ra) lead by accident prior to implant. The replacement right atrial (ra) lead was damaged while being inserted in the left axillary vein. The impedance reading through the analyzer was less than 200 ohms. A different ra lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a cut, visual summary analysis of the lead indicated damage at implant, and visual summary analysis of the lead indicated stretching.